Manufacturer narrative:
Submit date: 12/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/24/2016 that an issue occurred with chest drainage unit. The customer reports: they received the patient with the aquaseal, but it didn't work. The chambers have different levels of liquid and there were a leak in the bottom of the device. There was no patient harm.